Event description:
It was reported that the unspecified bd alaris set experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: alaris infusion set dark pink/brown plastic and seem to be much stiffer than previous lines.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: a complaint of tubing being a different color and stiffer than usual was received from the customer. No product or photo was returned by the customer. The customer complaint of cosmetic issue could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd alaris set experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: alaris infusion set dark pink/brown plastic and seem to be much stiffer than previous lines.